Manufacturer narrative:
Retained and returned testing performed at ocd with known donor samples and lot# 041408037-14 was satisfactory. Results were negative in the anti-b and anti-d microtubes. Customer complaint was not confirmed. No definitive root cause was determined for the false positive reactions obtained at the customer site. Gel cards performed as expected at the ocd site and no discrepancies or false positive reactivity were observed in any of the gel cards. Batch record review were within release specifications. Incident is isolated. (B) (4).

Event description:
A customer reported that they observed positive reactivity (2+) in the anti-b microtube of an mts a/b/d monoclonal and reverse grouping card lot# 041408037-14 with a known group a patient sample. The customer indicated that they repeated the sample in tube method using anti-b reagent and obtained negative results. The sample was determined to be group a. False negative test results can lead to transfusion of incompatible blood. This customer issue is also being reported under medwatch MFR# 1056600-2008-00288, to document an additional false positive result with a different sample from the same lot of gel cards.